Event description:
The instrument did not work properly, causing a 1 - 2 hour delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.